Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the cylinder on the distal end of the device buckled and was slightly oversized causing a potential perforation. The physician downsized the cylinder due to lateral positioning of the cylinder.